Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The patient experienced an issue with alert and notification settings, which occurred the same day after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient was feeling hypoglycemic but did not receive any alerts from his receiver. The receiver was set to vibrate/sound mode but still he did not receive any alerts. Before the accident, the patient experienced dizziness and blurry vision. The patient experienced a car accident, and an ambulance was called. The patient was still conscious and was aware that he was being rescued and transported to the hospital by the paramedics. The patient was admitted to the hospital on (B)(6) 2024. The patient experienced injuries on his right leg and body ache. The patient was informed at the hospital that he was experiencing hypoglycemia. The patient couldn´t remember what medication was provided. There were no cgm readings documented as the patient was not able to see his cgm readings at that time since his receiver was completely damaged due to the car accident. On (B)(6) 2024 the patient was discharged. On (B)(6) 2024, the patient was again admitted to the hospital due to the injuries sustained from the car accident. The patient was admitted to the hospital for 16 days. At the time of the report the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.